Event description:
Per the clinic, the patient experienced pain, swelling and inflammation at the implant site after performing MRI scan. Subsequently, the patient was treated with oral antibiotics for 7 days (date not reported).